Manufacturer narrative:
Reporting institution phone: (B)(6).

Event description:
The customer reported that the screen turned blank during the pre-use check. There was no patient involvement when the issue occurred. No patient or user harm reported. The service engineer reported that the phenomenon was confirmed. The backlight which was mounted in the lcd was faulty, causing the reported phenomenon to occur. The user interface assembly 2nd gen will need to be replaced. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the repair for this unit cannot be conducted at this time because the part(s) is on backorder. The material has already been requested and an order for the part was placed to conduct the repair of this unit. The material ordered is the user interface assembly. This part replacement aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted and failed parts should be returned. If additional information or if the product is received at a later date, this complaint will be re-opened and re-evaluated accordingly. The investigation concludes that no further action is required at this time. Based on information provided and/or service performed the reported issue was confirmed. H11: correction to event date and become aware date based on notes in the source file which states the philips affiliate in country was notified of the event on the event date which was 10-aug-2022.

Manufacturer narrative:
The replaced user interface (ui) assembly was returned to the philips product investigation lab (pil) for evaluation. The alleged issue of the dark/blank screen was confirmed by the pil to be caused by a faulty liquid crystal display (lcd) within the ui assembly. The backlight portion of the lcd was found to be faulty. The inverter portion of the ui assembly and the touchscreen operated as designed. The backlight issue caused the lcd to appear blank. The pil investigation concluded that the alleged issue was confirmed. D4 - product UDI number is corrected, g1 - contact information and contact office entity are updated.